Event description:
Caller states that there are readings in the device memory that he did not obtain as results and that some results that he did obtain are not present in the memory. Requested return of suspect device and replacement was sent.